Event description:
It was reported to boston scientific corporation in 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure at the end of the month. According to the complainant, during the ablation phase, the system generated an alarm "excessive fluid loss alarm". The alarm was cleared but the system died completely. A syringe was used to remove the hot fluid and to then inject cool fluid to cool down the patient's cavity. The procedure was not completed due to the event. No patient complications were reported as a result of this event and the patient is reported as being "fine".

Manufacturer narrative:
The device has not been received for analysis, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.